Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable, clamp tubing" alarm. It was reported that patient continued infusion using a new cassette and a backup pump. No adverse patient effects were reported. Per reporter no additional information is available.